Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an initial implantable cardiac monitor implant procedure. Shortly after the procedure, it was noted that when attempting to pair the device, an error message would appear and the device was unable to be paired. The device was explanted and replaced. No adverse patient consequences were reported.